Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned device revealed a catheter, unknown pusher wire/coil pusher and a .035 interlock 2d coil were returned. The unknown pusher wire/coil pusher is not supplied with the device. The returned catheter was a 5f cordis 0.038 inch catheter. The coil pusher was returned stuck inside the catheter and 20cm of coil was protruding from the catheter distal tip. Dried blood was present on the fiber bundles. An attempt was made to advance the coil but it was stuck in the catheter due to dried blood. The device was soaked in lukewarm water for several hours in an attempt to remove the coil and coil pusher without success. The proximal end of catheter was cut and the coil pusher was removed, however, a section of the coil proximal end was found stuck to the coil pusher coated in dried blood and severely stretched. The main coil interlocking arm had been pulled off the coil and there was evidence of a weld. The device's delivery wire and main coil interlocking arm were not returned. It was not possible to advance or retract the coil therefore the catheter was cut on several occasions and sections of the coil were released from the catheter however extensive blood clotting was evident. A section of the catheter could not be removed as it was cemented to the coil due to dried blood. As it was not possible to remove all the coil from the catheter and due to the damage to the coil not all dimensions could be measured. The dimensions that could be measured were found to be within specification. The 035 interlock dfu states "the interlock - 35 fibered idc" occlusion system is recommended for use with a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii diagnostic catheter." "The interlock- 35 fibered occlusion system will encounter significant resistance when advancement through a soft wall delivery catheter is attempted." In addition, insufficient flush: the response to the question asked regarding the type of flush maintained during the procedure is unclear however product analysis confirmed flush was insufficient as a significant amount of blood clots and dried blood were present in the catheter and on coil. Continuous flush of an appropriate flush solution prevents retrograde blood flow occurring in the catheter and around the coil. Retrograde blood flow will cause difficulties advancing the coil in the catheter. The 035 interlock dfu states "in order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f delivery catheter is flushed vigorously before and after the introduction of each interlock - 35 fibered idc occlusion system." The non-performance of this preparatory step is a contributory factor in difficulties advancing the coil in the catheter. The most probable root cause was determined to be user related.

Event description:
Reportable based upon analysis completed on 09/08/2011. It was reported that during an embolization treatment procedure, a coil jammed and friction occurred. The target location for treatment was the renal fistula. A 15mm x 40cm interlock coil was advanced separately in 4 non bsc catheters. In each instance the coil was advanced but encountered friction "with the impression that the interlocking detachable arms rubbed against the catheter." One millimeter before the interlocking arms pass the catheter's tip the system blocked. It was impossible to push or to detach the coil. The physician removed the system and observed the interlocking arms were off center. Analysis revealed coil protruding from the tip of the catheter and the main coil interlocking arm was found to be broken off from the coil.